Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse powered on the system and observed that the ssc right mtm grip would not return to its normal position. There was no error message at the time of the event. The fse replaced the gimbal assembly, and error 23000 occurred. The 23000 error was pointing to an issue with the right master compute engine (mce) of the right mtm. The fse then removed the gimbal assembly and replaced the whole mtm to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the right mtm for evaluation, and the reported failure was able to be reproduced during calibration. Components will be replaced to resolve the issue. A log review confirmed the procedure date on (B)(6) 2022 on system sk3129. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the ssc right mtm grip would not return to its normal position during a da vinci-assisted simple prostatectomy surgical procedure. An isi fse replaced the right mtm to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon side console (ssc) right master tool manipulator (mtm) grip could close fully but would not return to its normal position. The surgeon had to open the right mtm grip manually. System functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: it was confirmed that the procedure was completed successfully with the same da vinci surgical system.